Manufacturer narrative:
(B)(4). The arena single pump device was serviced by a baxter fse (field service engineer) at the customer site for the reported issue of: heparin hourly rate is not working. The fse confirmed and duplicated the reported issue. The fse replaced the heparin pump. Machine passed all checks per arena smart script functional verification data test sheet, was heat clean disinfected and released to customer. Based on the evaluation results; the assignable cause for the reported issue was determined to be a bad heparin pump. Review of the service dates and activities revealed the device has not been previously serviced for any issues related to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A biomedical technician contacted a baxter technical service representative (tsr) regarding an issue with a tina hemodialysis instrument. The biomed stated the heparin hourly rate was not working, this occurred during patient use, patient connected. Product surveillance placed a call to the machine technician about this incident regarding the patient involvement. The patient was connected at the time, but was not moved and heparin was just administered manually. The patient was able to continue and complete therapy. There was no medical intervention or hospitalization as a result of this incident.

Manufacturer narrative:
(B)(4). The device was evaluated on site by a baxter field service engineer.